Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 456 mg/dl. Customer advised the high blood glucose levels was a result of not paying attention while wearing the sensor and that the insulin pump was not at fault. Customer advised the needle hub was stuck in the serter. Customer was advised that a replacement sensor would be sent out and they agreed to return the product for analysis.